Manufacturer narrative:
Device evaluation: during inspection of the returned 27026b cystoscope shaft (lot: tv05, manufactured in june 2014) the following damages could be found: - corrosion at the distal end and on the valve - loosening in the area of the soldered joint between the shaft and the tip, and the tip has detached from the rest of the shaft. The corrosion marks and structural weaknesses found on the product strongly indicate that the condition of the product is a result of age-related material fatigue and frequent reprocessing. This applies in particular to the soldered joint, which can be impaired by thermal and chemical stress during repeated sterilization cycles. It is therefore concluded that the detachment of the tip (described by the customer as "broke whilst in the patient") most likely happened due to age-related material fatigue and a high number of reprocessing cycles. The current version of the instructions for use of the product describe the correct handling and product testing and state to check the product for functionality, damage, and changes to the surface before and after every use. In addition, the reprocessing instructions also state to check the product for damage and corrosion. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
"2nd cystoscopy sheath (tv05) used on patient and broke whilst in the patient - consultant tried to remove the sheath +++ times with forceps, catheters - used rigid and flexible approach in order to try and remove the broken fragment of sheath". And in a further description it was stated "sheath broke off and consultant unable to remove fragment from patient despite trying ample times. Sheath still remains in patient and unable to complete planned operation surgeon unable to remove sheath from patient, despite trying, patient has since undergone a second procedure to remove the fragment which has also been unsuccessful. Patient was stable post op but had to be transferred to another hospital facility in order to receive appropriate care such as potentially needed a suprapubic catheter which we cannot provide.